Event description:
User received an erroneous result for glucose with one pt sample. Initial result 12 mg/dl was called to the operating room. The same sample was immediately repeated giving result of 155 mg/dl. A corrected reported was issued. User did not know if pt suffered any adverse treatment due to the erroneous result. The field svc rep was unable to duplicate the issue, but noted he checked the analyzer. Performance tests were performed.